Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed in the centro-medial position. After deployment, the clip opened to approximately 30-40 degrees. A second mitraclip was implanted in the centro-lateral position to stabilize the cowl clip and reduce mr. The procedure was discontinued, the final mr was grade 1. There were no adverse patient sequela or clinically significant delays reported.